Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt not properly communicating with monitor) has been confirmed. Upon investigation the trunk cable connector would not securely connect with the monitor, causing the communication issues. The cause for the inability to properly connect with the monitor is a defective trunk cable connector. The root cause has not been positively identified. No adverse event resulted from the defective connector. The patient received a replacement electrode belt.

Event description:
Download data revealed that a (B)(6) female patient's electrode belt was not properly communicating with the patient's monitor. Zoll customer support contacted the patient and issued her a replacement electrode belt.